Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied teflon sheath; the entire length of the teflon sheath was noted damaged, consistent with being bucked which indicates that the user withdrawn the iabc bladder through the teflon sheath. Upon return, the iab catheter was noted in two separate sections. The section 1 includes the iabc bladder, central lumen, outer lumen, bifurcate including short driveline tubing and one-way valve. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Furthermore, the iabc bladder was noted damaged, consistent with being ripped/torn near the distal tip of the bladder. The iabc central lumen also noted damaged, con-sistent with being broken/torn at approximately 80.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. It could not be confidently determined when these damages occurred to the iabc, during the use or during the withdrawal through the teflon sheath. The section 2 includes the iabc distal tip, portion of the damaged iabc bladder tip material on the iabc distal tip and portion of the damaged iabc central lumen within the iabc distal tip. Dried blood was noted on the exterior surfaces. The returned state of the iab catheter and teflon sheath indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instruc-tions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or bal-loon damage." The customer submitted photos were reviewed. Both photos show the damage to the iabc bladder, and iabc central lumen. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. Despite the dam-age, the iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the damaged end of the bladder. To further investigate, the luer end of the iabc central lumen and damaged end of the iabc bladder was blocked off and then the iabc was leak tested again; no other leaks were detected. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed helium leakage" is not able to be confirmed. The iab catheter was returned in two separate sections. During the investigation, various damages were immediately noted to the iabc including the damaged bladder and damaged central lumen. Due to the returned state of the device, it could not be confidently determined when these dam-ages occurred or what initially caused the complaint. Unrelated to the reported complaint, returned state of the iab catheter and teflon sheath indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the com-plaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during the catheter inserted into the patient, the pump alarmed helium leakage. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the catheter inserted into the patient, the pump alarmed helium leakage. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".